Event description:
It was reported that the knee implant was revised to a static antibiotic cement spacer due to infection. Cultures reportedly grew pseudomonas. There is no additional information available.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product: psn mc ve asf r 10mm 8-11/gh, item# 42522100910, lot# unknown, unknown size g persona tibia right, unknown 35mm persona patella. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.